Event description:
It was reported that the patient underwent a right knee manipulation under anesthesia to address pain, swelling and stiffness six (6) weeks following right knee arthroplasty. Initial operative notes noted no intraoperative complications and the patient was taken to recovery in stable condition. The patient's post-operative range of motion was zero (0) to one hundred thirty (130) degrees. Outpatient therapy was instructed for range of motion and pain management. Manipulation operative notes noted the patient underwent a manipulation under anesthesia with a corticosteroid injection to address right knee stiffness. Utilizing gentle pressure, knee flexion was increased with audible lysis of adhesions. The patient was transferred to recovery in stable condition. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant devices - persona posterior stabilized standard cemented femoral component right size 6 catalog #: 42500606002 lot #: 64766271, persona cemented stemmed tibial component right size d catalog #: 42532006702 lot #: 64950550, persona cemented all-poly patella 29mm catalog #: 42540200029 lot #: 65029438. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the devices remain implanted. According to tabers medical dictionary, manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. Per clinical orthopaedics and related research, manipulation is used to treat and resolve arthrofibrosis, or scar tissue. This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. As the indication for manipulation is related to limited range of motion and stiffness due to adehesions/scar tissue, the root cause is traced to non-device related factors. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00163.